Event description:
The facility representative reported a fail code 814:04 which occurred at an unknown time. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 16 2007. Evaluation summary:the reported condition of fail code 814:04 was confirmed. This failure was related to the air in line printed circuit board. The air in line printed circuit board was replaced and recalibrated. This issue is currently being investigated under CAPA.